Event description:
Report received that high impedance was observed on a patient's vns. No surgical intervention has occurred to date. No additional relevant information has been received.

Event description:
The patient indicated that in 2018 x-rays identified that the lead became disconnected from the generator, which is consistent with the conclusion of a lead fracture. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.